Manufacturer narrative:
Product is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
A piece of plastic from the blue cap of the device entered the patient's eye. The particle was removed.

Manufacturer narrative:
Original event was reported as a malfunction however is should have been reported as a serious injury.